Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was chosen for implantation. Patient presented in sinus rhythm with no history of conduction disorders. Length of membranous septum was not measured. No calcification extending beneath the aortic annular plane in the interventricular septum. Pre-dilation was performed with a 23mm true balloon. After the pre-dilatation, the patient developed complete heart block (chb). Temporary pacing support was required the rest of the procedure. The valve was implanted successfully at a depth of 4-5mm with no other complications. Post procedure, the patient still retained the temporary pacemaker. The next day (B)(6) 2025, a permanent pacemaker was implanted.

Manufacturer narrative:
It was reported that after the pre-dilatation the patient developed complete heart block; temporary pacing support was required for rest of the procedure. The valve was implanted successfully at a depth of 4-5 mm with no other complications. The device remains implanted and was not returned for analysis. Based on available information, the heart block existed prior to device implant. The reported unexpected medical intervention and surgical intervention were results of case-specific circumstances as temporary pacing was required during procedure, and a permanent pacemaker was implanted next day of navitor implant. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.